Event description:
Prior placement of medline 20 french feeding replacement balloon tube percutaneously in preexisting g tube site at nursinge home. Presented with massive upper gi bleed from deep gastric ulcer with hard excessively protruding tip of g tube clearly imbeded in and causing ulcer and subsequent bleeding requiring at least 4 units of blood. Ulcer present on opposite wall of stomach from g tube. Documented by photography. Other feeding replacement tubes do not have such a long hard tip that protrudes beyond the balloon. Rptr feels that this product should immediately be removed from the market as it is quite dangerous and other feeding tubes available without such a hard protruding tip (eg bard tube).